Manufacturer narrative:
The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No manufacturing anomalies or changes which may have caused or contributed to the reported event have been identified. Based on the investigation of the sample returned it is confirmed that a component inside the grip was broken and that the deployment mechanism was not in use. No indication was found for a manufacturing related issue. Potential factors that could have led or contributed to the reported event have been evaluated. Previously reported similar complaints have been reviewed to find the root cause. This kind of event may be related to shipping/transportation/storage of the product. In this case, no information regarding a damage of the device packaging before use was provided. Reportedly, the breakage was identified during system flushing; therefore, the damage may be related to rough handling during unpacking. Based on the information available, a definite root cause for the reported event could not be determined. In reviewing the labeling supplied with this product the potential issue was found addressed, the IFU states: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used.' In this case the user noticed the failure during flushing and did not use the system on the patient. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that while flushing the stent delivery system, the handle broke; therefore, the device was not used. There was no patient involvement.